Event description:
1) what went wrong: during routine tracheostomy care on (B)(6) 2025, the tracheostomy cuff unexpectedly deflated, resulting in an upper airway leak and suboptimal invasive ventilation. The patient was promptly referred for an emergency change of tracheostomy to restore effective airway management. The existing condition of ankylosing spondylitis, with fixed neck flexion, may have contributed to the incident. 2) health effect: no health effect to the patient reported. A replacement tracheostomy tube was successfully inserted, stabilizing the patient's airway. The sample for further investigation is being processed, and the patient was monitored for respiratory status improvements.

Manufacturer narrative:
According to the manufacturer's evaluation, the unexpected deflation of the tracheostomy cuff could not be verified directly due to the absence of the sample for analysis. The theoretical investigation, based on available data, revealed no recurrence of similar issues within the production batch, which was deemed inconspicuous. All cuff systems are subjected to a 100% quality inspection during production, ensuring non-conforming products are discarded. This indicates the product was initially in perfect condition with a functioning inflation mechanism. However, without the sample and direct evidence, it is difficult to ascertain whether user handling or external factors, such as potential perforation by sharp objects, contributed to the defect. In the absence of the sample, the exact cause remains undetermined, highlighting the need for further analysis upon its receipt.